Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent. The device was inspected with no issues noted. It was reported that stent deformation occurred. The stent was noted to have burrs. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.